Event description:
The customer reported getting a red x with a periodic chirp with a "pads ECG equipment malfunction" inop message. The status log showed numerous ECG front-end failure - power pca in both runtime and op check modes.

Manufacturer narrative:
The customer reported getting a red x with a periodic chirp with a "pads ECG equipment malfunction" inop message. The status log showed numerous ECG front-end failure - power pca in both runtime and op check modes. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.